Manufacturer narrative:
Investigation description: complaint confirmed. The ilet would not power on fully, only displaying the boot screen before the charge pad began blinking and the device turned off. The charge coil was substituted with a reference part and no improvement was seen. The battery was also substituted, and although the device powered (due to a full battery being plugged in) it would still not accept charge. This is likely a mainboard issue associated with the charge circuit components.

Event description:
It was reported that an ilet would not charge when placed on the charging pad, and the indicator light flashed green even after the outlet was changed. Symptoms included no clinical effects reported. Outcomes included replacement charging components sent and user education provided. Investigation included remote troubleshooting and review of charging setup. Investigation of this case revealed a suspected charger or charging pad malfunction consistent with a power/charging system issue. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of external charging accessories.